Manufacturer narrative:
(B)(4).

Event description:
Received report the patient experienced a loss of stimulation. During testing impedances were found to be >4000 ohms. Data showed it was the right lead, electrodes 9-15. An x-ray was taken and confirmed that the lead had pulled down from t9 to l1-2. It was not conclusive if the lead had pulled out of the battery or not. Surgical revision was scheduled for the next week. Additional information has been requested and if received, a follow up report will be sent.